Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user was unable to twist and lock the connector into place when inserting the cartridge, with the connector oriented to the left; a new connector was tried without a cartridge and successfully twisted, after which the cartridge was reinserted and the supply change was completed. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included successful completion of therapy setup without patient impact. Investigation included troubleshooting and education over the phone. Investigation of this case revealed a connector attachment difficulty associated with the infusion set connector component, which was resolved by replacing the connector and reseating the cartridge. It was concluded, based on previously established findings for similar reports, that user technique and component interchange were contributory, with no device malfunction confirmed.